Event description:
It was reported that the patient with a pulse generator and this right ventricular (rv) lead showed a red call doctor icon on the communicator. The pulse generator and the communicator remain in service. No adverse patient effects were reported. Additional information was received mentioning that the alert was triggered due to rv lead pacing impedance out of range. Information was requested regarding the exact impedance values, but no information was received. No corrective actions have been completed at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).